Manufacturer narrative:
Investigation pending.

Event description:
Customer reported that during a routine testing at their clinic (16196) a specimen was found to have negative results on visual interpretation. The specimen was confirmed positive for cocaine at the lab; the actual result was not provided. The date of occurrence was not provided; no patient information was provided.